Event description:
Biopsy was taken on stomach of a gastric polyp. The biopsy site continued to bleed and endoscopic clip was placed successfully and a second one attempted. When instructed to close the clip it felt as if a cable inside the device snapped. The clip was not deployed however it was detached from the device and lying on the gastric mucosa. The clip was bent and the grasping edge of the clip was turned outward. A third clip was placed successfully. No immediate harm to patient. Patient discharged to home.